Event description:
During a hysteroscopy, it was noted that the tubing was pinching/folding over and resulting in suction issues. The sales rep was present. The case was finished successfully with this device. There was no reported delay, patient injury or surgical complication. In addition, there were no post-operative issues with the patient. The device will not be returned for analysis. A call has been put in to the account trying to ascertain the correct part number and batch lot number of the tube set.

Manufacturer narrative:
(B)(4).